Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered less insulin than needed while in auto mode. The customer's blood glucose level was unknown. The customer stated they have always had such issues since they started using auto mode three months ago. The customer stated it delivers less insulin than needed during micro boluses and carbohydrate boluses. The insulin pump passed the self test. The customer reported that they had reverted to manual mode three times in the last months to see if the situation could improve but issue persisted. The insulin pump will not be returned for analysis.